Event description:
Related manufacturer reference number: 2017865-2025-15116. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead and left ventricular (lv) lead. The physician elected to explant and replace the rv and lv lead. The patient was in stable condition.